Event description:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. The case was completed with a new precise. There was no reported injury to the patient. The procedure was a carotid artery stenting (cas). The stopcock was not flushed. The device will not be returned for evaluation. Additional information was requested; however, some information was not obtained. Four photos were attached and reviewed. The stent is noted to be deployed. No other anomalies nor outstanding details are observed on the photos.

Manufacturer narrative:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. The case was completed with a new precise. There was no reported injury to the patient. The procedure was a carotid artery stenting (cas). The stopcock was not flushed. The device will not be returned for evaluation. Additional information was requested; however, some information was not obtained. The device was not returned; however, four photos were received for review. In the images provided, a precise pro unit from lot 18224568 and catalogue pc0840xce is observed in the photos. The stent is noted to be deployed. No other anomalies nor outstanding details are observed on the photos. The reported ¿stent delivery system (sds) deployment difficulty premature/during prep¿ was confirmed in the images provided for review. However, the exact cause cannot be determined as the device was not available for analysis. Without the return of the device, and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, "extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment." The information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Images were provided for review, additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. The case was completed with a new precise. There was no reported injury to the patient. The procedure was a carotid artery stenting (cas). The stopcock was not flushed. The device will not be returned for evaluation. Additional information was requested; however, some information was not obtained. Four photos were attached and reviewed. The stent is noted to be deployed. No other anomalies nor outstanding details are observed on the photos.

Event description:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. The case was completed with a new precise. There was no reported injury to the patient. The procedure was a carotid artery stenting (cas). The stopcock was not flushed. The device will not be returned for evaluation. Additional information was requested; however, some information was not obtained.

Manufacturer narrative:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. The case was completed with a new precise. There was no reported injury to the patient. The procedure was a carotid artery stenting (cas). The stopcock was not flushed. The device will not be returned for evaluation. Additional information was requested; however, some information was not obtained. The reported ¿stent delivery system (sds) deployment difficulty premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. However, without the return of the device for analysis, and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x40 precise pro self-expanding stent (ses) was found to be off-loaded after removing the package. There was no reported injury to the patient. The device will be returned for evaluation.